Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion with 79% stenosis in the rca. There was no damage noted to packaging. The device was not inspected. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was successfully completed and no patient injury was reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.